Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
It has come to co's attention since the submission of the initial report on 01/15/1997 that this event is not reportable under MDR regulation. Please disregard the event reported under this reference number 1219930-1998-00059.